Event description:
Was utilizing a respironics inc. Bi-pap s/t, approx 3 hours into use the pt awoke to strong odor and taste of overheating electronics. Patient experienced severe lung pain, nausea and headache. The blower side of the device was exremely hot to the touch, pt unable to keep hand on the overheated area of the device outer case.